Event description:
Boston scientific received information that that this pacemaker had 1.5 remaining with a magnet rate of 100. Recently, the device indicated two years remaining with a magnet rate of 90. The boston scientific technical verified if there were programming changes made and if automatic capture (ac) was on. Furthermore, the patient will be checked in two months and performing a memory dump was suggested if clinic wanted more information. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the device was exhibiting a remaining longevity of less than six months. It was determined the device was in retry for automatic capture. The device was reprogrammed to a fixed output and longevity remaining stated 1.5 years. There was a concern the device being in retry was causing a decrease in longevity. Automatic capture will remain programmed off and a fixed output will be used. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).